Event description:
The patient expired 18 hours postoperatively due to "heavy" thrombus covering the valve. At explant, one leaflet was noted to be immobile and the other was partially mobile. A translated copy of the operative report is anticipated.